Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was "jamming up" when the harvestor was trying to insert the cannula through the port of the device. As he would move the actual hemopro2 scissors in and out of the c ring piece, it felt like it would bind and become almost impossible to move. He saw no foreign body in the unit nor did he see any pieces of the hemopro2 scissors broken or otherwise defective. He thought that maybe the scissors had been put into the c arm piece without the camera being placed first and that had sheered of affected the o rings but when he asked for a second hemopro2 it had the same problem. He did wait to put the scissors in until after he had placed the scope but still had the same result. It was almost impossible to move the scissors in and out with a severe amount of resistance. A replacement device was used to complete the procedure. There was a procedural delay while a new device was open. There was no patient harm or injury reported.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 01/28/2025. An investigation was conducted on 03/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned inside the cannula. The harvesting device was removed from the cannula with no physical or visual defects observed. There were no visual defects observed on the intact harvesting device or intact cannula and c-ring. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-tool" was not confirmed. The lot # 3000436447 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.